Manufacturer narrative:
It was indicated that the device will not be returned for evaluation. If there is any further relevant information obtained, a supplemental medwatch will be filed.

Event description:
It was reported that during preparation for a procedure to treat atrial fibrillation (af) a faradrive sheath was selected for use. However, there was an issue with its valve. Despite the issue the procedure was completed using the original device. No patient complications were reported. The device is not expected to be returned for laboratory analysis as it was contaminated.